Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion was in the left anterior descending (lad) artery, with moderate tortuosity and heavy calcification. After a non-av stent was deployed, the voyager nc was intended to be used for post dilatation, but difficulty was met when advancing. The shaft was then noted to be kinked, then the operator pushed it with more strength, the proximal shaft of the balloon became separated in the part which was outside of the patient. The balloon was withdrawn and the procedure was completed with another voyager balloon of the same size. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the hub, shaft, balloon, and in the guide wire lumen. There was contrast on the shaft. The balloon was tightly folded. This is consistent with preparation and the catheter advanced over a guide wire into the patient anatomy. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length, crossing profile, and 2/3 collapsed profile were measured and met manufacturing criteria. The hypotube and jacket material had separated 17.8 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. There were bends and kinks noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, the patient anatomy was tortuous and calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the catheter in the calcified anatomy and further manipulation of the catheter would have contributed to the shaft separating. It was reported the voyager nc was advanced even as resistance was encountered, which likely contributed to the shaft kinking and ultimately separating. It should be noted in the voyager nc instructions for use (IFU) it states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance, kink, and hypotube separation appear to be related to the operational context of the procedure.